Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that a replacement product not requested. A follow-up call has been placed to contact person, (B)(6) rn, who is taking care of the pt. The critical care secretary spoke to sales rep, who states that she will relay the message to nurse to notify convatec. There were no reports of a pt being harmed as a result of this malfunction. An investigation request was sent to the manufacturer on nov 15, 2013. No additional pt/event details have been provided to date. A return sample of evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site number are listed below. A return sample for evaluation is not expected.

Event description:
Information received via convatec sales representative states that for one (1) fms a minor leak of a few drops of water occurred where the irrigation port attaches to fms, was noticed after insertion into pt. It is reported that the length of time inserted in pt is unk, and there were no untoward affects notice to pt. It is also reported that the staff did not remove and replace product, but continued to use same product.